Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first clip was implanted. While retracting the second clip, clip was opened to about 45 degrees while retrieving the lock line. Clip was closed again, removed the lock line, tested the lock and the clip was implanted. The final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.